Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm e12 alarm and unable to perform any tests due to blank display.

Event description:
The customer's parent was reported via phone call that the insulin pump received clock monitor frequency error. The customer's blood glucose level was unknown. The customer was able to clear the alarm and rewind the insulin pump. The device will be returned for analysis.